Event description:
It was reported that while the catheter was being inserted into the subclavian, the guide wire uncurled making it difficult to remove except with force. The patient desaturated with brief episodes of self resolving vt. Patient was distressed but ok.